Event description:
It was reported that there was high and fluctuating impedance on the right ventricular lead. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "high resistance/impedance". One patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010. Daily high voltage (hv) lead impedance trend data shows a peak for svc defibrillation coil at 232 ohms and defibrillation active can on impedance at 220 ohms on (B)(6) 2010. The analysis also revealed "varying resistance/impedance". Weekly hv lead impedance trend data shows maximum svc defibrillation coil and maximum defibrillation active can impedance starting to vary on (B)(6) 2010 and peaking with 127 and 136 ohms respectively in the week of (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.